Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded oversensing noise on the right ventricular (rv) egm and the patient experienced pacing inhibition. The healthcare professional (hcp) was able to reproduce noise having the patient pulled their left arm across their chest. There was no change in impedance measurements. Noise was reproduced in unipolar sensing; the patient is chair bound and was unable to perform intensive maneuvers. The pacemaker was manipulated, and no noise was created. The device ventricular sensitivity was programmed to 0.6mv, agc reprogrammed to 2.0mv fixed to prevent pacing inhibition. Additionally, the patient had fallen last week which correlates with the noise episodes, but no x-ray was performed. Boston scientific technical services provided troubleshooting options, suggested that the hcp perform a high-resolution x-ray to exclude set screw/pin not fully inserted, increase follow-ups and repeating isometrics to evaluate the lead integrity. The plan is to have the patient come back for a six-week follow-up to increase sensitivity further and review any noise episodes. If noise episodes seen, x-ray to be performed with possible invasive approach. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service.

Event description:
It was reported that this pacemaker recorded oversensing noise on the right ventricular (rv) egm and the patient experienced pacing inhibition. The healthcare professional (hcp) was able to reproduce noise having the patient pulled their left arm across their chest. There was no change in impedance measurements. Noise was reproduced in unipolar sensing; the patient is chair bound and was unable to perform intensive maneuvers. The pacemaker was manipulated, and no noise was created. The device ventricular sensitivity was programmed to 0.6mv, agc reprogrammed to 2.0mv fixed to prevent pacing inhibition. Additionally, the patient had fallen last week which correlates with the noise episodes, but no x-ray was performed. Boston scientific technical services provided troubleshooting options, suggested that the hcp perform a high-resolution x-ray to exclude set screw/pin not fully inserted, increase follow-ups and repeating isometrics to evaluate the lead integrity. The plan is to have the patient come back for a six-week follow-up to increase sensitivity further and review any noise episodes. If noise episodes seen, x-ray to be performed with possible invasive approach. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service.